Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had permanent atrial fibrillation (af) which was being undersensed due to the ra sensitivity being too high. The device was reprogrammed and the left ventricular thresholds were changed to prolong longevity. One non-sustained ventricular tachycardia (nsvt) episode was seen due to oversensing of artifacts, which was reproduced though pectoral activation and it was noted that this was related to a competitor right ventricular lead. It was advised to replace the lead but the physician decided to increase the sensitivity and closely monitor the patient. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had permanent atrial fibrillation (af) which was being undersensed due to the ra sensitivity being too high. The device was reprogrammed and the left ventricular thresholds were changed to prolong longevity. One non-sustained ventricular tachycardia (nsvt) episode was seen due to oversensing of artifacts, which was reproduced though pectoral activation and it was noted that this was related to a competitor right ventricular lead. It was advised to replace the lead but the physician decided to increase the sensitivity and closely monitor the patient. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had permanent atrial fibrillation (af) which was being undersensed due to the ra sensitivity being too high. The device was reprogrammed and the left ventricular thresholds were changed to prolong longevity. One non-sustained ventricular tachycardia (nsvt) episode was seen due to oversensing of artifacts, which was reproduced though pectoral activation and it was noted that this was related to a competitor right ventricular lead. It was advised to replace the lead but the physician decided to increase the sensitivity and closely monitor the patient. No adverse patient effects were reported. Additional information noted that due to a history of noise on the competitor rv lead the device was reprogrammed to unipolar mode, provocation maneuvers showed noise which was not better in this configuration. The physician will discuss internally if the lead has to be replaced and closely monitor the performance.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had permanent atrial fibrillation (af) which was being undersensed due to the ra sensitivity being too high. The device was reprogrammed and the left ventricular thresholds were changed to prolong longevity. One non-sustained ventricular tachycardia (nsvt) episode was seen due to oversensing of artifacts, which was reproduced though pectoral activation and it was noted that this was related to a competitor right ventricular lead. It was advised to replace the lead but the physician decided to increase the sensitivity and closely monitor the patient. Additional information noted that due to a history of noise on the competitor rv lead the device was reprogrammed to unipolar mode, provocation maneuvers showed noise which was not better in this configuration. The physician will discuss internally if the lead has to be replaced and closely monitor the performance. Additional information noted that the competitor rv lead displayed higher pacing thresholds and the patient was complaining of a syncope episode due to the competitor rv lead issue, and there was no escape rhythm due to ablation. The device was programmed to left ventricular lead only. The patient did not experience any syncope or dizziness upon movement and exercise and pacing threshold testing. The patient will come back for a follow up in a few weeks. The physician noted that the rv function was needed for this patient and the patient will continue to be monitored and a replacement of the lead will be considered if noise and pacing thresholds increases. No adverse patient effects were reported.